Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 6 months post implant of ventralex mesh, patient was diagnosed with adhesions, abdominal pain and mesh deformation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and pain as possible complications. Note, the manufacturing date (15-jul-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol ventralex on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 - patient underwent open umbilical hernia repair with implant of ventralex mesh and right inguinal hernia repair with implant of synthetic mesh. Per operative notes, ¿the umbilical hernia sac was dissected and a ventralex mesh was placed and sutured. Then, the right inguinal hernia sac was reduced and a synthetic mesh was placed and sutured." (B)(6) 2018 - patient was diagnosed with chronic abdominal pain thereby underwent laparoscopic removal of ventralex mesh. Per operative notes, ¿there were some adhesions in the right lower quadrant. The mesh folded over on itself in the midline was removed in its entirety." Attorney alleges that the adhesions, mesh migration, mesh shrinkage, pain and balling of mesh.